Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient underwent fusion of l5-s1 with pedicle screw rod fixation, anterior interbody cage, bone morphogenic protein autograft, neuromuscular monitoring. Preoperative diagnosis: symptomatic spondylolisthesis and nerve compression syndrome, l5-s1. As per op notes: ¿the sponges with the rhbmp-2 were prepared 30 minutes prior to implantation. The sponge was placed into the cage. Bone chips were placed in the anterior interbody area first followed by placement of the cage.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.